Manufacturer narrative:
This event was reported to have occurred in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not flow. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: manufacture date: (B)(4)2017 ¿ (B)(4)2017. One actual intermate unit was received for sample evaluation containing approximately 17ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.